Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prim, compromised forced sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that there was liquid leakage inside the machine. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.